Manufacturer narrative:
The technician found the left side tail end tube was missing the top ratchet rivets. The technician replaced the left side rail ratchet rivets to resolve the issue.

Event description:
The technician alleged that the left side rail could not latch. No patient impact.